Manufacturer narrative:
(B)(4). This complaint was not confirmed. A labeling review was performed and the labeling was found to provide an accurate and sufficient level of detail in response to this report. The assignable cause for the report of use error-failed to follow therapy steps was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of performing pd therapy incorrectly and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient performed pd therapy incorrectly. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was due to patient performing pd therapy incorrectly. The patient was treated with vancomycin and fortaz (dose, frequency, route, and lot number not reported). Outcome for performing pd therapy incorrectly- recovered ((B)(6) 2012). Patient outcome for the event of peritonitis: recovering. Causality assessment: unrelated. Follow-up information was received from the nurse on (B)(4) 2012. The nurse did not know what exactly the patient did wrong while performing therapy, but he is in the process of being retrained. No additional information was provided.

Manufacturer narrative:
(B)(4). A sample was not requested as this event was related to use error and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error, which resulted in peritonitis was undetermined.